Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient encountering a m41 patient sensors too high alarm during drain 2 of 3. The patient did not disconnect and reconnected to a used connector. The patient line clamp was open during treatment and the stay safe pin was not pushed in. A review of the patient¿s treatment records identified that the patient drained 7356 ml during drain 2 of the treatment. This drain volume is 294% the patient's prescribed fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The cycler was reported to be returned to the manufacturer for physical evaluation. Additional information has been requested but to date has not been provided.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient encountering a m41 patient sensors too high alarm during drain 2 of 3. The patient did not disconnect and reconnected to a used connector. The patient line clamp was open during treatment and the stay safe pin was not pushed in. A review of the patient¿s treatment records identified that the patient drained 7356 ml during drain 2 of the treatment. This drain volume is 294% the patient's prescribed fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The cycler was reported to be returned to the manufacturer for physical evaluation. Additional information has been requested but to date has not been provided.

Manufacturer narrative:
Additional information: d.9, h.3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. During an internal inspection of the returned cycler there were visual indications of dried fluid found beneath the pump assembly. There were no other visual discrepancies found during the internal inspection. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.